Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion with 90 percent stenosis degree. During lesion crossing, the stent got twisted in proximal.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion with 90 percent stenosis degree. During lesion crossing, the stent got twisted in proximal.

Manufacturer narrative:
Combination product: yes. Please note that the initial report was submitted by biotronik, inc. (Cfn/fei 1028232). The final report was submitted by biotronik ag (cfn (B)(6), fei 3002808050). The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e. Several struts are strongly bent. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. Stent imprints on the exposed balloon surface indicate that the deformed struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.